Event description:
It was reported that the unit was not cutting properly. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is in progress and there is no additional information till date.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) . A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h10 review of the most recent repair record determined the rpms were in specification, but erratic. The torque for the thickness control lever was loose. The motor, plug harness assembly, switch, spring seal, needle bearing, eccentric shaft, vespel bearings, and semi-circle bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.